Event description:
It was reported that a boston scientific device was implanted on either (B)(6) 2004 or (B)(6), 2010. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A second physician, with the same contact information, was reported with this event; it is unknown who completed the procedure: (B)(6).